Manufacturer narrative:
This event occurred in (B)(6). The samples were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 2 separate samples from the same patient on a cobas 6000 e 601 module, serial number (B)(4). Sample 1 (ID: (B)(6)): on (B)(6) 2020, the elecsys result was 10.58 coi. This result was reported outside of the laboratory. On (B)(6) 2021, the elecsys result was 10.39 coi. On (B)(6) 2020, the sample was measured at abbott. The abbott chemiluminescence results were: igg: 0.03 coi (non-reactive) and igm: 0.21 coi (non-reactive). Sample 2 (ID: (B)(6)): on (B)(6) 2021, the elecsys result was 10.74 coi. The sample was performed on chemiluminescence (unknown manufacturer) and the results were: igg: 0.02 coi (non-reactive) and igm: 0.17 coi (non-reactive).

Manufacturer narrative:
The customer's calibration and qc recovery information were acceptable. A general reagent issue can be excluded. Sample 2 ((B)(6) was returned for investigation. The sample had been processed with the acov2s and rapid test. The investigation determined the sample to be false reactive with the acov2 assay. The appearance of discrepant reactive results is rare, but expected for a serological assay. Product labeling states: "false positive results for the elecsys anti-sars-cov-2 assay may occur due to cross reactivity from pre-existing antibodies or other possible causes." Further clarification of the observed discrepancies is not possible with available methods and the current state of the art. The investigation did not identify a product problem. The cause of the event could not be determined.